Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 10394. Study - werner, brian c., et al. Clinical outcomes after reverse shoulder arthroplasty with and without subscapularis repair. Journal of the american academy of orthopaedic surgeons, vol. 26, no. 5, 2018, doi:10.5435/jaaos-d-16-00781. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4). Not returned to manufacturer.

Event description:
It was reported in a journal article, that two (2) patients in the study group that had their subscapularis repaired in the primary reverse total shoulder arthroplasty, experienced dislocation. No further information is available.